Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient alleged liver disease. In addition, the patient also reported nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity and kidney disease. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 02/01/2022. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests. Additionally, the device was corrected. The following correction has been updated in this report. Section "model number", "catalog item identifier", "product UDI" in box d has been updated/corrected. Section box h6, h8, h9 has been updated/corrected.